Manufacturer narrative:
D.9 updated as the pump and purge cassette were returned for investigation. The investigation has been completed. According to the clinical description, on the third day of impella cp support, the patient was being weaned they became agitated and broke the purge sidearm joint. After purge system open alarms and signs of saturation were recorded, a pump stop occurred while the patient was being prepped for explant. Product evaluation confirmed damage to the sidearm joint, and the presence of biomaterial in the purge gap and on the impeller. Data log analysis confirmed the presence of a motor current spike and purge related trend. Additionally, flow saturation was observed after the low purge pressure event and prior to the pump stop. The cause of the pump stop was damage to the reservoir to filter joint. The saturated flow and fluid leak were intermediate failures that caused the pump to stop. The root cause of the intermediate failures was damage to the reservoir to filter joint cause by patient movement. A5. Revised ethnicity was previously entered incorrectly on manufacturer report number 1220648-2024-11783. B.7 revised as this information was inadvertently omitted from manufacturer report number 1220648-2024-11783. D.4 revised model number from manufacturer report number 1220648-2024-11783 in accordance with updated procedures. F.6 and f.8 dates were reported on manufacturer report number 1220648-2024-11783 and should not have been. G.1 revised manufacturing site name and address section as previously entered incorrectly on manufacturer report number 1220648-2024-11783. H6 health effect-clinical code: 1942 ischemia, 1886 hemolysis and 4440 thrombosis entered in error on the initial report. Replaced with 4582 no clinical signs or symptoms h6 health effect impact code-4641 unexpected medical intervention entered on the initial report in error. H6 medical device problem code: 2993 was entered in the initial report in error. Replacing with correct failure modes, 1503 pumping stopped, 2464 infusion or flow problem and 1250 fluid leak. H6 added component code.

Manufacturer narrative:
As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella cp with smartassist for use during cardiogenic shock: section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention, section: warnings, cautions, and precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: cleaning: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." Additional manufacturer narrative instructions for use were revised from the initial manufacture device report number 1220648-2024-11783 in accordance with updated procedures.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The user facility reported a (B)(6) male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support when the patient thrashed about and broke the purge sidearm in half. The physician was advised to explant the pump. The motor showed signs of saturation, pulling 3.3/3.2 at p3. The pump then stopped. The pump was explanted.